Event description:
The report from the registry indicated that approx eight (8) mos after the index procedure (during the follow-up period), the pt was found to have target lesion restenosis (of >/50% by clipers of >/70% by visual estimate). Long-term outcomes reported were: the pt was reported to have survived through twelve mos, follow-up angiography performed from 6-12 mos, target lesion (tl) revascularization was done by repeat CABG two (2) days after the follow-up angiogram, target vessel (tv) revascularization was not done through twelve mos, and the pt did not receive plavix therapy after the procedure. The pt was included in the saga cypher registry which is a retrospective study. At the index procedure, the pt was found to have one (1) native coronary artery with >50% stenosis. One (1) lesion was treated during the percutaneous coronary intervention (pci) procedure.